Event description:
Event description guidant/crm received information that this selute picotip lead was removed from service due to loss of capture caused by a lead dislodgment. The lead was replaced with an active fix lead.